Manufacturer narrative:
The sensor was terminated due to vset/vref voltage out of range. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In summary the customer complaint of sensor glucose vs. Blood glucose alarm was confirmed. It is likely that the sensor contributed to the event. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a discrepancy in reading between sensor glucose and blood glucose values and insulin delivery was suspended due to sensor glucose value. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and the discrepancy between the sensor glucose value of 3.3 mmol/l and blood glucose value of 8.8 mmol/l was not within the target range of 30%. No harm requiring medical intervention was reported. Mmt-5120c1 product was returned for analysis.